Event description:
While implanting the clavicle pin it broke. All pieces were retrieved, but it extended surgery by 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.